Event description:
Customer reported a burning smell coming from the workstation. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a shorted capacitor on the display board, and 2 blown fuse. Replaced the display board and the 2 fuses. System operates as intended.